Manufacturer narrative:
(B)(4). Date sent: 05/06/2025. D4: batch #unk. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: please provide: what was other medical interventions required? How long the did the procedure delay? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a gastrectomy procedure, it was observed that the stapling line opened completely after the first shot with the green reload device. According to the report, the staples were left only on one side of the stomach. As a result, the doctor had to suture manually. The procedure was completed successfully with an unspecified delay. There was no patient consequence reported. Additional information requested.

Manufacturer narrative:
(B)(4). Date sent: 05/09/2025. Updated data: h4.

Manufacturer narrative:
(B)(4). Date sent: 07/13/2025. Updated data: h6. Type of investigation. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device 283d57, and no non-conformances were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. However, if the product is received at a later date, the investigation will be updated as applicable.